Event description:
Dealer alleges circuit board was on fire.

Event description:
Dealer alleges circuit board was on fire.

Manufacturer narrative:
The component manufacturer received the part for evaluation. The part was received opened with the fuses and cable missing making a definitive diagnosis impossible.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.